Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the clinical sales representative (csr) called an isi technical support engineer (tse) to report that the surgeon stated when he used a green reload at the proximal part of stomach, it didn¿t staple right. It ¿pushed¿ the tissue and then stopped due to tissue being too thick. This was after it didn¿t give any indication of too thick tissue before the surgeon fired it. Fortunately, the surgeon was able to re-staple closer and excise tissue. The surgeon indicated that he has never had that happen before. It was reported that this occurred proximal to the stomach where most people use blue reloads where the tissue is thin. The surgeon told the staff to send the stapler back to intuitive but also wanted to bring to isi attention. The surgeon did not respond to the csr¿s request to talk yesterday, but the surgeon and csr did talk the following day and confirmed that the stapler did push out tissue. The surgeon got a different reload and was able to staple closer to the proximal area. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.

Manufacturer narrative:
From available information, there is no return material authorization (RMA) associated with this complaint. Also, there is no evidence that an isi device caused or contributed to an adverse event. Furthermore, despite the follow-up good faith efforts from intuitive surgical, inc. (Isi), no response received from the customer with specific patient/event information or any indication that the involved stapler reload would be returned for evaluation. Therefore, there are no isi products expected to return for evaluation. Without the returned products a failure analysis could not be performed and as such the root cause of the alleged failure could not be determined. Verification of the event details via system logs cannot be performed at this time because there is insufficient event date information. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the staple line was incomplete as a result of a tissue pushout event. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the tissue pushout event to occur. While there was no serious harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
This report is being submitted to add the field action reference and update the primary product as noted in section h.